Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient use the smart device's bluetooth settings to forget all devices, close all applications, reset the smart device, then ground transmitter and insert a new sensor, which was unsuccessful. No additional patient or event information is available.